Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient regarding implantable neurostimulator (ins). The reason of the call was caller mentioned that they noticed that the stimulation is mostly hitting on their bone structure not on their nerves. Caller also mentioned that they had tried increasing the intensity and changing groups but still issue persist. Agent reviewed information and redirected to their managing healthcare provider (hcp) for further assistance. Caller mentioned that they were waiting for a call back coming from their hcp. Additional information was received from the patient. Caller called back and stated that patient reached out to the hcp, however the hcp redirected patient back to manufacturer. Patient repeated previously documented information and expressed disappointment about being kept in circles. Agent attempted to provide national answering service, but patient became slightly escalated and stated that no one was helping. Patient requested assistance with possible reprogramming because they couldn't feel stimulation near the spine and was experiencing pain in that area. Patient stated that groups a to d were already tried and that increasing the stimulation did not resolve the issue. Agent sent an email to the manufacturer representative to contact patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating that they met with the patient and gave them new programming. This has given the patient relief, but they are experiencing an arthritic type of pain that is taking over their pain pattern. Patient is meeting with their provider to discuss potential pump implant.